Event description:
The customer observed false negative alinity I syphilis tp result. The patient was a 71-year-old male diagnosed with pneumothorax, with no historical mention of information relating to syphilis. Sid (B)(6), alinity I syphilis tp of 0.694 s/co non-reactive (<1.0 s/co is non-reactive). The mindray chemiluminescence method was 3.040 s/co reactive (<1.0 s/co is non-reactive). The tppa method was reactive. The trust method was negative. The mindray result was reported. Historical results were reviewed. In (B)(6) 2023 the patient tested symbio platform of 13.376 s/co reactive (<1.0 s/co is non-reactive), but alinity platform nonreactive (0.721 s/co), trust method negative. The symbio result was reported. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no additional patient information available. This report is being filed on an international product, list number 7p60-77 that has a similar product distributed in the us, list number 7p60-21/-31, and 510k/PMA/bla of k153730.the evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative alinity I syphilis tp result. The patient was a 71-year-old male diagnosed with pneumothorax, with no historical mention of information relating to syphilis. Sid (B)(6) alinity I syphilis tp of 0.694 s/co non-reactive (<1.0 s/co is non-reactive). The mindray chemiluminescence method was 3.040 s/co reactive (<1.0 s/co is non-reactive). The tppa method was reactive. The trust method was negative. The mindray result was reported. Historical results were reviewed. In (B)(6) 2023 the patient tested symbio platform of 13.376 s/co reactive (<1.0 s/co is non-reactive), but alinity platform nonreactive (0.721 s/co), trust method negative. The symbio result was reported. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 67743be01. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 67743be01, however, no increase in complaint activity was identified for list number 07p60. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 67743be00, which contains the same bulk material as lot 67743be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 67743be01 was identified.